Manufacturer narrative:
Device evaluation: the suspect devices will not be returned for evaluation/investigation. The customer is expected to return new units from same lot. A follow-up report will be submitted when the evaluation is completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation is complete.

Event description:
The rotator came apart during power injection. No harm or injury was reported. The customer has reported this happened three times. They did not provide specific details for each event. The customer discarded the broken devices. This is one of three reports for this complaint: 1721504-2011-00004 and 1721504-2011-00005.